Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the screw pin was discovered bent when the sterilization package was opened. Another device was used to complete the surgery.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. No devices were received; therefore the exact condition of the components is unknown. Photographs of screw were returned with the complaint information. From the photographs, no obvious damage can be seen and the screw does not appear to be bent. A stock investigation identified no units from this lot were available for evaluation. Review of the device history records identified no deviations or anomalies. A complaint history review identified no other complaints for p/n 00-5983-040-27 for bent pins and no other complaints for l/n 62809006. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. (B)(6). This instrument is labeled for single use only. The event occurred when the package was opened during initial use.

Event description:
It is reported that the screw pin was discovered bent when the sterilization package was opened. Another device was used to complete the surgery.